Manufacturer narrative:
The returned device was evaluated and received fully deployed with the pink slide insert visible from the viewing window. Data downloaded from the device indicates the device ran for 334 pulses, administering multiple boluses and maintaining a steady basal rate. No damages or defects were found that would indicate a needle mechanism failure occurred

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33. Following insertion of the cannula, check the infusion site: 1. Look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. 2. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. 3. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). The pod was deactivated and it was noticed that the pink slide did not move forward indicating a needle mechanism failure. The pod was worn between 1 and 4 hours on the abdomen. (B)(6).